Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 111 or 120 mg/dl and the sensor glucose was 50's mg/dl at the time of the incident. The customer¿s current blood glucose was 184 mg/dl. Customer stated that her blood glucose was 60 mg/dl and that she treated by eating something. Customer declined to troubleshoot for the low blood sugar troubleshoot was performed and the customer stated that insulin delivery was suspended due to sg values and sg value that triggered the suspend event was 50's mg/dl and threshold/low suspend limit in sensor settings was 65 mg/dl. The sensor will not be returned for analysis.